Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was 490 mg/dl at the time of admittance, and the customer was treated with an intravenous drip. The customer exhibited symptoms of high blood glucose, including vomiting and abdominal pain. The insulin pump was removed from the user upon arrival at the emergency room. The nurse reported that the customer was put back onto insulin pump therapy but her blood glucose levels rose once again. Upon troubleshooting, it was found that there were several low reservoir alerts in the device history. The device passed the high pressure test. Advised the customer to change the entire infusion set, reservoir and insulin. The customer's outcome pertaining to the event was an insertion site or infusion set occlusion. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.